Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular system. Reported event: an event regarding dislocation involving an unknown acetabular system was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant -device history review could not be performed because the device associated with this event was not returned nor was it properly identified. -complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported dislocations determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned to manufacturer.

Manufacturer narrative:
An event regarding dislocation involving an unknown acetabular system was reported. The event was not confirmed. Method & results: -device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review could not be performed because the device associated with this event was not returned nor was it properly identified. -complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has pain, open lesions and dislocations. Update: it was reported that the patient had a right hip revision surgery on (B)(6) 2013.

Event description:
It was reported that the patient has pain, open lesions and dislocations.